Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The customer bolused several times, but continued to experience high blood glucose levels. Troubleshooting was performed and the insulin pump had the wrong date programmed. The customer later called and reported that she was hospitalized for high blood glucose levels after her previous call. The customer stated that she began to feel bad and was taken to the hospital. Nothing further was reported.